Event description:
On (B)(6) 2011, clinic notes from a vns treating physician reported that the vns pt was experiencing pain in the chest breast area secondary to vns and had a mild seizure that she went to the ER for. The pt's vns was difficult to interrogate due to the generator located deep in the breast tissue. The pt was referred for prophylactic battery replacement and repositioning of the vns. The pt's programming history was reviewed and a battery life calculation was performed with the programming history available which revealed 0.97 years until eri = yes. Good faith attempts for additional info from the physician have been to no avail thus far. Although surgery is likely, it has not yet occurred. When additional info is received, it will be reported.